Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient complained of pain. On (B)(6) 2022, the patient went to the emergency room and had a CT scan that found more air in the abdomen than typical for a peg/j tubing placement procedure and was admitted to the hospital. On (B)(6) 2022, the patient was discharged home. The patient's wife stated the physician believed the air in the abdomen will be reabsorbed.